Event description:
Drug/diluent: bupivacaine 0.125%. Fill volume: 700 ml. Flow rate: 4.0 ml/hr initially and then set to 6 ml/hr. Procedure: left shoulder arthroscopy with subacromial decompression, manipulation under anesthesia. Cathplace: interscalene nerve block. Patient called anesthesiologist to report the pump was empty the morning of (B)(6). Patient reported pain, the anesthesiologist gave the patient a bolus (a single shot of medication) through the catheter and then replaced the pump. No adverse event reported. Start of infusion was on (B)(6) 2013 at bedtime (no time specified). End of infusion was on (B)(6) 2013 at 8:20 am.

Manufacturer narrative:
Method: the device is pending return to the manufacture. Results: at this time the device history record is pending review. Conclusions: the sample will be evaluated when received and a follow-up report will be filed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.